Event description:
During an in clinic follow up, it was noted the device had reached end of service sooner than expected. Premature battery depletion was suspected. Technical support was contacted and recommended device replacement to resolve the event. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of life (eol) when received. Analysis of device image revealed high current drain. The high current condition could not be reproduced during analysis, which is consistent with hardware latch-up anomaly. A longevity calculation was performed and found the battery depletion was premature based on the device usage.